Manufacturer narrative:
Correction: section h imdrf annex codes.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device single patient was not crossing, preventing user from removing the required medications and causing delays.there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device single patient was not crossing, preventing user from removing the required medications and causing delays.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that single patient was not crossing over the pyxis. A technical support specialist (tss) confirmed seeing the error message "order in safe problem." The tss noted that the new patient did not appear in the patient list and mentioned that only one patient was affected. Upon reviewing the patient's records in pyxis, the tss found that the patient had been admitted and discharged from the ed. The methocarbamol 500 mg tablet order provided was associated with that visit and had already ended. The discharge message was sent from epic and processed in pyxis, and no further messages were received for the patient. As a result, any attempts to access the patient for the methocarbamol order after discharge were unsuccessful due to the discharge status and the order's end time. The tss verified that there were no communication errors and confirmed that all server and station settings were correctly configured. After adjustments and checks, the customer confirmed the issue was resolved. The system functioned as intended after technical support specialist resolved the issue.